Event description:
A customer contacted physio control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
After replacing system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced part was not returned for the further evaluation. The cause of the reported issue was isolated to the system pcb assembly, however further root cause could not be determined.

Event description:
A customer contacted physio control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Third party service agent evaluated the customer's device and verified the reported issue.